Event description:
It was reported that telemetry confirmed a critical alarm was occurring. The logs showed safe state ( and no other events in the logs) occurred (B)(6) 2013 at 10:03. The patient was sweaty, agitated and high pulse (120-150) and blood pressure. Per the hcp the patient¿s family heard the alarm the morning of the report. The hcp programmed the pump out of safe state to simple continuous and update the pump successfully. The pump was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID 8575, lot# n203321, implanted: (B)(6) 2009, product type: accessory. (B)(4).